Event description:
It was reported that a revision surgery was performed to replace (2) creo rods that had broken post operatively.

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.